Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 240 mg/dl, 119 mg/dl and 160 mg/dl. No adverse event reported. Requested return of the alleged lancing device for evaluation and replacement was sent.